Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door did not fail. A field service engineer rebooted the station, verified it was operable, and allowed user to inventory the tower. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door 1 had failed. The customer reported that they had to access the medications from pharmacy or other tower doors that caused a delay in patient care. There were no adverse events or injuries reported based on this event.